Event description:
It was reported that the device delivered inappropriate anti-tachycardia pacing (atp) during atrial fibrillation. Device reprogramming was anticipated to resolve the event. No intervention was performed; the patient was stable and there were no adverse consequences.